Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that sensor signal was not available on the insulin pump and that during troubleshooting it was found that customer's blood glucose level was 400mg/dl at the time of the incident. There was no pump error found in insulin pump history and no, sensor signal not found, alarm. Customer's mother declined further troubleshooting and assistance. The insulin pump will not be returned for analysis.